Event description:
I am now a chronic migraine sufferer, I have chronic pelvic pain, I am vitamin d deficiency, hair loss, teeth are decaying rapidly. The list goes on. I developed sleep apnea narcolepsy.